Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was not connecting, and the communicator power cord prong was broken, sparked and looked burnt. A boston scientific company representative opted to replace the communicator. No adverse patient effects were reported. The communicator was no longer in service.